Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced arrhythmia, heart block, convulsions and syncope. The low voltage lead exhibited oversensing, pacing inhibition and high impedance. The lead was partially explanted and replaced. No further patient complications have been reported as a result of this event.